Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/09/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's family member contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began approximately two to three months prior to contacting lfs. On an unspecified date/time the patient reportedly obtained blood glucose results of "197 and 245mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise; however, the reporter denied the patient took any action in response to the alleged inaccurate readings. According to the csr's documentation, as a result of the reported issue, the patient developed symptoms of sweating and was "a little lethargic" on (B)(6) 2011 (time not specified). The reporter, however, denied the patient received any medical intervention or treatment. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.